Event description:
It was reported that the patient experienced recurring incontinence due to the previous 4.0 cm cuff of his artificial urinary sphincter (aus) was too large. The previous cuff was removed and replaced for a new 3.5 cm cuff. There were no further patient complications in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available.